Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for fill line discrepancies with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode.

Event description:
It was reported that the fill line of the bd vacutainer® k2edta tube is higher than usual . No serious injury or medical intervention reported.